Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 242.4030. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8100 error code 242.4030. Technical support - mechanism assembly: 1. Initially received call from com. 2. Requested customer open door with power applied. 3. Customer reports the occluder fingers moved indicating a mechanical issue. 4. Recommended replacing mechanism assembly and provided part number. 5. Customer will replace in house. A serial number was not provided therefore a review of the device history record cannot be performed. Based on the findings, technical support determined that the proximate cause of the reported issue. Tech support - recommended replacing mechanism assembly. The customer¿s reported problem was confirmed. No product returned.

Manufacturer narrative:
Technical support performed troubleshooting over the phone with the customer to determine error code 242.4030. Customer identified occluder fingers moved indicating a mechanical issue. Tech support recommended to replace mechanism assembly. A serial number was not provided; therefore, a review of the device history record cannot be performed.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 242.4030. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 242.4030. There was no patient involvement.